Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A (B)(6) year old patient had their pda closed on (B)(6) 2016 with a 6 mm amplatzer vascular plug ii (avpii). On (B)(6) 2016, the avpii was noted to have embolized. The patient returned to the cath lab for retrieval and a second attempt at pda closure. An 8 mm avpii was attempted to be implanted but was removed as it was determined to be too small. An 8/6 mm amplatzer duct occluder was successfully implanted and the patient is reported to be stable. According to the user, the embolization was due to a sizing issue and there was no adverse outcome for the patient.